Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system explant due to a (B)(6) infection. During the procedure the helix would not retract. The physician suspected he made a cut through the silicone of the lead and the coil ejected from both coils. Eventually the lead broke at the proximal end of the distal coil. The coil-to-tip of this lead remained floating in the superior vena cava. A catheter was placed through the femoral lead and the lead was removed except a centimeter of the lead tip which remained in the myocardium. The physician was ok with this and does not suspect a lead malfunction. This lead will not be returned to boston scientific for analysis. The patient experienced a drop in blood pressure while tugging on the lead. The patient was reported as stable following the procedure.